Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement device shipped to site 11/07/2014. - no parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Lot # and mfg date now provided.evaluation of the suspect biopsy guide findings as follows: as reported, the lower swivel joint will not lock down. There appears to be residue of some kind in the screw threads at the swivel joint. Also, the entire surface of the guide has a bubbled appearance as if having been submerged in liquid.

Event description:
A medtronic representative reported a site precision aiming device that was damaged. The site requested replacement. It was noted that the device no longer tightens properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.